Event description:
A stryker ligasure impact was opened that was a reprocessed version of the covidien supply. After plugging in the bovie machine it was used a few times. The ligasure kept faulting throughout the case and leading to the nurse having to unplug and replug it several times.